Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the part and lot numbers of the device involved in the event are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Product location unknown.

Event description:
It was reported that the patient had a total knee replacement and a midshaft femoral fracture that has failed to unite. Surgeon notes that the patient has very poor bone quality. Multiple surgeries have been performed to replace broken trauma plates around the unhealed fracture. Poor bone quality and screw hole perforations from previous surgery make compress contra-indicated and makes the patient a poor candidate for a conventional stem. A stem with added sideplate is needed. Attempts have been made and additional information on the reported event is unavailable.